Event description:
It was reported by service report that there was no head-end lift was stuck in middle and would not go up or down. It is unknown if there was patient involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result - head-end lift sensor coil cord hindered up and down motions.